Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to a neck fracture. (Right) additional information received from litigation on (B)(6) 2017. Updated incident description.